Event description:
It was reported that the unspecified bd flush syringe experienced leakage. The following information was provided by the initial reporter: the patient was maintained in the PICC, and the flushing and sealing of the tube and the replacement of the film were routinely carried out. During the pulse sealing of the tube for the patient, leakage was found at the syringe and joint.

Manufacturer narrative:
Initial reporter phone number: (B)(6). Investigation summary: as no physical sample, valid part number or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined.